Event description:
(B)(6) 2015: right medial mck uni knee exchange (B)(6) 2024: I&d on a right knee that had an mck uni on both the medial and lateral sides. (B)(6) 2024: revision of tibial insert, due to suspected infection. This report is due to the infection revised on (B)(6) 2024.